Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and/or system hard disk drive were evaluated and identified as requiring repair. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.